Event description:
Device has been explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. In response to FDA report number: mw5088608, mw5085475, mw5088419. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "lymphadenopathy" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "lost hair," "extremely tired," "body aches," "positive for autoimmune disorder," "joints hurt," "inflammation in my body," "hair falling out to ears ringing so bad that I feel like I'm going to faint" "I get the shakes" "sweating so bad", "breast implant illness," "brain fog," "headaches." "Pain/burning around my implants," "chest discomfort," "swollen tender lymph nodes" "inflammation in my chest area," ; and additionally "dehydration," "fevers," "no libido," "scleroderma," "symptoms of ebv," "metallic taste in mouth," "insomnia," "numbness and tinging in joints," "night sweats and head cold intolerance," "severe sweating," "thyroid issues," "anxiety," "feel like I am driving," "trouble swallowing, shortness of breath." "Gut issues," "very dry skin," "extreme joint pain."

Event description:
Patient reported via regulatory agency "pain/burning around my implants, chest discomfort, swollen tender lymph nodes." Patient additionally reported "inflammation in my chest area, dehydration, fevers, no libido, scleroderma, symptoms of ebv, metallic taste in mouth, insomnia, numbness and tingling in joints, night sweats and head cold intolerance, severe sweating, thyroid issues, anxiety, feel like I am driving, trouble swallowing, shortness of breath;" these events are not device related. Patient additionally reported via regulatory agency (mw5085475) "lost hair, extremely tired, body aches, positive for autoimmune disorder, joints hurt, inflammation in my body, hair falling out to ears ringing so bad that I feel like I'm going to faint, shakes, sweating so bad, breast implant illness, brain fog, headaches;" these events are not device related. Patient also reported via regulatory agency (mw5088419) "gut issues, very dry skin, extreme joint pain;" these events are not device related. Affected side right. Device remains implanted.